Manufacturer narrative:
The pushwire of the device has been received. However, the device analysis has yet not began. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling procedure for 3 mm aneurysm located in anterior communicating artery, a sl10 microcatheter was placed in the aneurysm and coil was advanced into the aneurysm. The coil was then detached. The pushwire was then pulled back, however, the coil was also pulled back when the pushwire was pulled. The coil was again put back into the aneurysm and the break indicator was bent. The release wire was pulled back approximately 2 cm to detach the coil. The pushwire was again pulled back, but the coil again pulled back. It was confirmed that the coil was not detached. The device was retrieved but the coil detached in the middle of the retrieval. The coil was then inserted by pushing on the delivery pushwire, and the coil was placed into the aneurysm. The anatomy was tortuous. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a continuation of the previous supplemental (follow up #2). The axium prime pushwire was returned for evaluation. The implant coil was not returned for evaluation as it was implanted in the patient. The axium prime pushwire was returned for evaluation broken into two segments that were retained together by the release wire. The proximal pushwire segment was measured and found to be approximately 6.0cm in length with the release wire extending out from the distal end. The tack weld replacement (twr) crimps were found to be loose. The distal pushwire was found to be intact distal to the break indicator at the manual detachment location. In addition, the distal pushwire segment was found to be bent. Under the microscope, the coin was not found to be located against the lumen stop and the shield coil was found to be present. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, the release wire was pulled out from the pushwire at the broken location for evaluation of the coin. The outer jacket was then removed. The inner diameter of the lumen stop was found to be visually acceptable. The retainer ring appeared to be damaged and ovalized. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the axium prime pushwire analysis and on the event description, the report of ¿non-detachment¿ could not be confirmed. The axium prime pushwire was returned with the implant coil already detached. It is likely that the instant detacher successfully broke the tack weld replacement (twr) crimps as evidenced by loose twr crimps. The pushwire was found to be bent and the patient anatomy to be tortuous in nature. It is possible that the tortuous nature of the patient anatomy led to the bend in the distal portion of the pushwire. It is possible that the bend prohibited or restricted the movement of the release wire and subsequently prevented the immediate pulling back of the coin from the lumen stop. Regarding the difficulty during detachment by the manual method of detachment, it is likely that the difficulty encountered was due to user context. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, it was reported bending the pushwire during their attempt at manual detachment. It is possible that the pushwire became broken near the proximal end during shipping back to medtronic for evaluation. The cause for the bends in the pushwire could not be determined. In regard to the eventual detachment of the implant coil (pre-mature detachment), the customer report was confirmed. It is likely that the implant coil detached from the pushwire due to the ovalized retainer ring, or due to the coin pulling back from the lumen stop following both methods of detachment. The lot history records of the retainer ring were reviewed, and no quality issues were noted; therefore, the cause for the damage to the retainer ring could not be determined. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.